Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report from a female patient who reported she experienced ocular redness while using consept 1-step disinfecting/neutralizing for less than one month. She sought medical treatment and was told her eyes were "damaged." She was prescribed cravit ophthalmic solution (levofloxacin 0.5% and hyaluronate sodium) and discontinued lens wear for awhile. She stated that her doctor did not know the cause of the ocular redness. After a month she thought her symptoms resolved so she tried the product again and the redness returned. After reviewing how to use the product with the patient it was thought that perhaps some hydrogen peroxide from the lens case touched the eye. See companion file 3004178847-2014-00006 for disinfecting solution.